Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lots met all pre-release specifications. Endotension. Additional device: pcc161200/(B) (4).

Event description:
On (B) (6) 2004, the pt was treated for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. On (B) (6) 2010, the pt underwent another endovascular procedure for presumed endotension. The existing devices were relined. The pt emerged stable with no complications.